Event description:
It was reported that the insulin pump alarmed motor errors and no delivery alarms. The blood glucose reading was not provided. The customer also stated that the insulin pump required frequent battery changes. Troubleshooting and further assistance was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.